Event description:
Customer alleged discrepant blood glucose results of 359 mg/dl and 153 mg/dl when testing was performed back-to-back, within 2 minutes, on the aviva system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.